Manufacturer narrative:
Batch review performed on 20 february 2025: lot 185613: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. At about 6 years and 1 month post primary the surgeon upsized the insert and the surgery was completed successfully.